Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the ¿inner and outer electrode disconnected¿ before implant. It was unclear what this meant exactly. The lead was not implanted.

Manufacturer narrative:
Analysis of the lead found that the outer insulation was torn underneath the #0 connector sleeve. Analysis of the stylet found no significant anomaly. It was noted that the wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.